Event description:
The hcp reported that the patient had the pump explanted due to battery-depletion after an implant duration of 26 months. No patient symptoms were reported. The pump was disposed and additional information is not available.